Event description:
Consumer stated, she applied 2 fabric band aids per day for two days to a cut on her right finger. She stated that the band aid frayed while on her finger. While lighting a cigarette, the band aid ignited causing flames to give her a 3rd degree burn of the affected finger. She stated that she did not call her hcp, but that her husband is an emt who treated her with ice and neosporin. She no longer has the product, stated she discarded the box.

Manufacturer narrative:
(B) (4). This closes out this report unless additional significant information is received.